Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered both anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af). This device and lead were also noted to have exhibited high out of range pace impedance measurements. This device has has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional header testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. In general, our investigation into similar incidents has determined that intermittencies in electrical contacts may occur due to a variety of reasons; the most common include corrosion, fretting (due to wear), and/or a reduction in contact force. Boston scientific has discovered subtle differences amongst lead manufacturers in the surface finish of the lead terminal ring and amount of axial (back and forth) and radial (circular) terminal ring motion within the pacemaker header. Small movements of the terminal ring either axially or radially creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can potentially impact the connection between the spring contact and lead ring, resulting in intermittent changes in pacing impedance measurements.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered both anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af). This device and lead were also noted to have exhibited high out of range pace impedance measurements. This device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered both anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af). This device and lead were also noted to have exhibited high out of range pace impedance measurements. Currently this device remains in service. No adverse patient effects were reported.